Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reports they are in the ER. Patient stated the stimulator is shocking them. Caller reports patient is currently programmed at 1.6v. Caller reports they were able to decrease her stimulation down to 0.0v and stimulation is turned off. Patient reports shocking sensation has resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.